Event description:
A nurse reported that during cataract surgery, a pt sustained a corneal burn to the right eye. The wound required one suture at the incision site and the initial report states the wound did not close completely as it was deformed. An unk eye drop was prescribed for healing. There has been no update on the pt's status at this time. This is the first of five reports for this facility and the first of two for this pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).